Event description:
Device/lead removal due to possible pocket infection. Patient with apparent infection post permanent pacemaker implantation last year. Patient on current antibiotic therapy. During explant, all of device and leads removed by doctor except for a small tip portion of one of the leads which appears to have broken away from the lead during the extraction process.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: implantable pulse generator, pacemaker (non-crt).

Event description:
Device/lead removal due to possible pocket infection. Patient with apparent infection post permanent pacemaker implantation last year. Patient on current antibiotic therapy. During explant, all of device and leads removed by doctor except for a small tip portion of one of the leads which appears to have broken away from the lead during the extraction process.